Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing impedance out-of-range. Reportedly, this patient received inappropriate tachy therapy due to lead noise oversensing. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.